Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient had a red, warm, swollen area at the sensor site with a 3 to 4 inch pus pocket. The patient underwent unspecified testing on (B)(6) 2020, was diagnosed with a (B)(6) infection and was prescribed cephalexin antibiotic. No additional patient or event information is available.